Event description:
Caller states that the inform meter shows signs of an electrical short. Caller states that one of the connector pins is missing and looks like it has been melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.